Event description:
During patient admission, they underwent laparoscopic procedures including g [gastric] tube placement, diagnostic laparoscopy, and cholecystectomy. On [redacted], a CT scan revealed that the end of the g tube could not be identified. Subsequent attempts by the surgical team to deflate the balloon were unsuccessful, indicating a possible rupture. This complication likely led to the symptoms of increasing wbc, fevers, and positive blood cultures, suggestive of tube feeds potentially entering the abdomen. The compromised balloon necessitates a surgical replacement of the g tube.